Manufacturer narrative:
The pump passed performance verification testing within product specification, including delivery accuracy. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum products is approximately 0.77/million sets.

Event description:
Overdelivery reported. The pump was set to infuse activase in 100ml solution in the following manner: 15ml dose "stat" (delivery rate not specified) followed by a 50ml dose at 100ml/hr to be followed by the remaining solution (20-30ml) to deliver over one hour. The initial 15ml was infused, and the pump was set for the second phase of 50ml at 100ml/hr. At dose end, the entire container was empty. The final 20-30ml over one hour was delivered too soon within the initial settings. The physician "was concerned as he wanted the final volume to infuse slowly because the pt was awaiting air lift to a larger facility. There were no adverse pt effects reported.